Event description:
Two stents were placed in lad-mid and prox stent placed in circ. The next day pt returned with chest pain in attempt to place another stent in lad stent was lost. Physician was unable to get stent in position that he wanted. Stent was attempted 3 times. When removing stent cath 3 times. Rn noticed stent was no longer on cath. Search was done visually and fluoroscopically but stent was not found. Physician attempted with another stent - was able to cross lesion, place stent, and deploy it in the desired position. Pt showed no adverse effects. Sent to ICU, will be observed with neuro checks and pv checks. Lost stent.